Manufacturer narrative:
Please note: proximal gore® excluder® component rlt311413j/(B)(4) has been captured in medwatch report # 3007284313-2022-01918. Event date: as the earliest date of onset for the suspected endoleak is unknown, (B)(6) 2020 will serve as the date of event for this report. (B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.¿

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date in 2020, a reintervention was performed to treat aneurysm enlargement (amount unknown) due to a suspected type ii endoleak originating from the inferior mesenteric artery. On (B)(6) 2022, follow-up examination reportedly revealed rapid expansion of the aneurysm (amount unknown). On the same day, a reintervention procedure was performed. An intraoperative angiograph reportedly could not confirm an obvious endoleak. Angiography at the left iliac artery bifurcation revealed no distal type I endoleak. An angiograph at the proximal end revealed blood flow into the aneurysm from a lumbar artery. The lumbar artery was coil embolized. Two aortic extender endoprostheses were also implanted below the left renal artery. The patient had already been receiving dialysis, so the right renal artery was intentionally covered by the proximal aortic extender. Two contralateral leg endoprostheses were then implanted in both legs to reline the initial gore® excluder® aaa endoprostheses, and kissing ballooning was performed. A final procedural angiograph was performed, but it was unknown whether there any endoleak was present. The procedure was concluded, and the patient tolerated the procedure. The physician stated that it is highly possible that the aneurysm enlargement was caused by the type ii endoleak, but he also said that additional treatment was performed considering all possible causes.